Manufacturer narrative:
D9: 3/26/2024. One device was received for evaluation. Visual inspection found broken top housing. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty cable and main board were the root cause. The plunger cable and the main board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited force sensor issues that were believed to stem from the mother board. The event occurred during testing; there was no patient involvement and no patient harm.